Manufacturer narrative:
The insulin pump was received with no button response due to flattened and creased dome switches on escape and act buttons. No button error alarm noted. Unable to perform the functional testing due to no button response. The insulin pump has minor scratched the display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm. The customer's father stated that he discovered the customer unconscious and the insulin pump did not have a battery in it. The caller reported that he gave the customer the correct dose of insulin. Blood glucose level at the time of the incident was not provided. The customer's father did not list any significant events leading up to the button error alarm. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.